Event description:
It was reported that during a hemorrhoidectomy procedure, the device made a loud noise and cut, but did not staple. It was not noted how the case was completed. There was no patient consequence.